Event description:
The facility serves a very large and diverse pt population with bleeding disorders. This letter is regarding problems with a device that they have observed in their pt population. For a period of approximately 10 years facility has been utilizing central venous access devices, most often ports in pts who require frequent replacement therapy. Bard manufactured the ports utilized. In approx 11/98, facility began to use a low profile, MRI compatible bard port in most of their young pts. That same year, facility began to observe line fractures, which they now feel represent an undue, and more than acceptable rate of fracture of this specific device. Since 12/93, facility has placed 93 bard ports in a total of 60 pts. Currently facility has had four pts experience line fracture of bard ports, at least three of which were low profile MRI compatible ports. These line fractures have all occurred where the catheter meets the reservoir where the "o" ring is present. The rate of line fracture is high for this device and appears to have occurred most often in, but perhaps not limited to, device number 0603840. Rptr's concerns are as follows: 1. These specific devices are still available throughout the country. 2. Pts with these specific devices may be at risk for line fracture and most likely unaware of this risk. 3. Caregivers will not inform pts who may be at risk unless they are made aware of this potential problem. 4. Caregivers may continue to utilize this device without realization that there may be an increased risk of line fracture. 5. Relying upon spontaneous reporting of line fracture to the FDA or MFR may be inadequate as most health care providers neglect to report these episodes. 6. The devices cannot be returned to the MFR for return/reimbursement unless a recall has been instituted. Therefore, rptr requests that the FDA investigate this matter to determine whether a recall should be instituted. This pt experienced line fracture.